Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. A repeat run was performed on the same sample and a elevated result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is user error. The improper sample container type was used and the barcode was improperly aligned. The instrument is performing within specifications. No further evaluation of the device is required.